Event description:
It was reported that in the sterile processing department at the user facility, the saw was running without the trigger being engaged. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Corrosion was found in the motor, which is a probable cause of the device running without user activation.